Event description:
It was reported that this implantable pacemaker had 9 months battery life remaining. Furthermore, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture updates on d6a: implant date and d6b: explant date.

Event description:
It was reported that this implantable pacemaker had 9 months battery life remaining. Furthermore, this device was explanted. No additional adverse patient effects were reported.